Event description:
Underdelivery reported. Customer contact reported that the home health care patient was receiving morphine sulfate 0.1 mg/ml concentration in 300ml container at a continuous rate of 3 ml/hour for pain control. The device was being carried in a fanny pack. The device history showed programming for a new container with the infusion begun at 1619 on june 1 and an immediate power failure shown to occur 1620. The home health care staff is unsure what occurred, but speculates that the patient changed the device batteries and then restarted the infusion. The patient reported that the device display indicated the infusion was proceeding as programmed. However, two days after the infusion was started, the patient called the home care nurse to report a lack of pain control from the infusion. The nurse went to the home and reportedly found only 0.1 ml had infused with 299.9 ml remaining in the container and no kinks, closed clamps, or occlusions were noted on the tubing. The device was replaced by the home care nurse and the infusion resumed without further event. There was no report of patient harm. No further information is available.